Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump declared multiple temperature alarms while charging at room temperature. Customer's blood glucose level was 160 mg/dl. It was indicated that the customer was able to clear the alarm and will continue to use the pump for insulin therapy until replacement pump arrives.